Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis nurse reported that a patient was hospitalized for peritonitis from (B)(6) 2016. The patient was treated with the antibiotic vancomycin, route and dosage unknown. Laboratory results of the patient's dialysis effluent revealed contamination with staphylococcus epidermis caused by touch contamination. The rn reported that the patient recovered.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. There was no information provided in the medical records that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Prior to discharge laboratory results were k+ (potassium) 2.9, albumin 1.9. The patient discharge plan included continuing ambulatory peritoneal dialysis (capd); continue intraperitoneal antibiotics and changing over to vancomycin the following day, continuing oral potassium replacement, and a dose of erythropoietin.